Event description:
A (B)(6) female pt contacted zoll customer support to report an issue with the response buttons. When a pt service representative (psr) visited the pt to troubleshoot, the psr reported that the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problems (response buttons do not activate device) has been confirmed. Upon evaluation, the front response button was damaged at the metal switch and the rear response button was intermittent. The cause of the inability to activate the device is the defective response buttons. The root cause for the defective response buttons cannot be positively identified. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.